Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that a hydratome rx was to be used for an endoscopic retrograde cholangio-pancreatography (ercp) procedure. According to the complainant, during procedure preparation, it appeared the hydratome rx threads that the injection syringe attaches to were "malformed". The physician completed the procedure with another hydratome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
A visual examination of the returned device revealed the working length of the device twisted with the injection port smashed and out of round. In addition, the bifurcation port exhibited grip/indentation marks. The most likely root cause is handling damage. A review of the device history record was performed, no anomalies were noted.